Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic lead sytem was oversensing in the ventricle resulting in pacemaker inhibition. Review of strips for the ICD indicated a possible loss of pacing capture. Cpi will submit additional information when it becomes available.